Event description:
It was reported that after transitioning to a replacement ilet bionic pancreas, the user experienced insulin overdosing after meals, with the agent noting that replacement devices require algorithm relearning and determining that clinical management was indicated. Symptoms included hypoglycemia with blood glucose values reported in the 40s and 66 mg/dl, treated with oral glucose. Outcomes included a low glucose event classified as significant but managed outside the hospital. Investigation included troubleshooting and education with assignment for additional training and an attempted transfer to clinical management. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.